Event description:
It was reported that following a ptca/stenting procedure, the pt died. The pt presented with an acute myocardial infarction and complete heart block. The lesion was located in the mid right coronary artery (rca). A temporary pacing wire was successfully inserted. Angioplasty with placement of a 2.75mm x 20mm liberte stent was performed without complications. The patient was reported to be in stable condition. Following removal of the pacing wire the next day, the pt died. They attempted to resuscitate the patient; however, the resuscitating team felt that the patient may have experienced cardiac rupture. The echocardiogram showed a pericardial effusion. It was further reported that another, and possibly more likely cause, could have been a perforation from the temporary pacing lead. Pericardiocentesis was not performed. A postmortem is to be held.

Manufacturer narrative:
The complainant indicated that the stent was implanted and the delivery device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. Should further relevant information become available; a supplemental medwatch report will be filed. A review of the manufacturing records for batch number 8884423 shows that the device met its material, assembly and product specifications at the time of its release to distribution. This batch has no associated complaints to date.